Event description:
The customer reported that the device failed to discharge during testing. No pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.